Event description:
It was reported that the patient had an unspecified allergic reaction and had to have their pump removed. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).